Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. An olympus technician visited the customer site. During device evaluation, the reported issue was confirmed and the device was repaired on site by replacing the connector. In addition, it was observed that the lamp was overheating due to accumulation of dust in the fans, the lamp fan was not rotating properly, the connector pin guard remained locked in position, the front face was cracked, and there was a non-olympus lamp. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the lamp went out twice during an unspecified procedure. There was no report of patient or user injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, the lock trigger mechanism of the output connector was stuck, which caused the image not to be displayed. Olympus will continue to monitor field performance for this device.